Manufacturer narrative:
The following devices were also listed in this report: triathlon asymmetric x3 patella; cat#5551-g-299; lot#1vm2. Triathlon prim tib baseplate - cemented; cat#5520-b-400; lot#klwtd. Triathlon cr fem comp #4 l-cem; cat#5510f401; lot#ela8a. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. A review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The doctor reports patient status post left knee which was performed by another surgeon in the area and which the doctor resurfaced her patella on (B)(6) 2019 due to the fact the primary knee patella was never resurfaced. The patient now presents with a infection in which the doctor has decided to wash out, perform a poly exchange and remove a plate that was previously implanted yet by another surgeon. The wash out and exchange went without incident. No further information is available.